Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician complained that capture management was not working properly on the implantable pulse generator (ipg) and that it was artificially and prematurely draining the battery on the device due to incorrect output settings for high threshold. Capture management trend showed high and varying thresholds on the patient's right atrial (ra) lead. The device was reprogrammed by turning capture management off. Reprogramming was also performed to turn off all atrial therapies. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.